Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported that on (B)(6) the device was implanted, on (B)(6) adjustment were made. The hcp noted the patient expressed concern about a lack of results. The hcp noted on (B)(6) they met with a manufacturer representative (rep). The hcp noted that newly reported concerns are unknown. The hcp noted the patient's device was place for nocturia. The hcp stated they only had 1 dry night the trial phase.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was not getting a therapeutic benefit as she wet the bed. The patient noted that the implantable neurostimulator (ins) was on and she could feel stimulation. The patient stated she only felt a ¿zing¿ when the paddle was over the ins site; the ¿zing¿ was also felt in the bicycle seat area. The patient increased her stimulation 0.9v to 1.05v on program #1. The patient also reported that she was not adequately trained on how to use the device. Additional information has been requested regarding the cause, interventions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.